Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implantation procedure, patient experienced a cardiac perforation. The surgeon resolved the issue during the same procedure. Patient is continuing to be monitored.